Event description:
Medtronic received information regarding a navigation system being used for a soft tissue ablation procedure. Site was having issues with navigation and being off plan in 6 different attempts as below (brainlab navigation using varioguide for placement). Burrhole was made in the same bone area as a prior craniotomy as per the surgeon's discretion as the only valid insertion site. Attempt 1 showed them to be off by 10cm from actual placement. Attempt 2-3 showed the same. On the 3rd attempt, the site contaminated the stylet and opened a secondary accessory kit for the 4th attempt. 4th and 5th attempts were also off plan. Before trying 6th attempt, the site contaminated the 2nd stiffening stylet and instead of aborted as suggested by rep. They cleaned it with chlorhexidine and used it for 6th attempt. For attempt number 6, the site re-registered the patient and repositioned the existing bone anchor in the existing burr hole (no additional burr holes were made). Site also used previously cleaned stiffening stylet. However, they were once again off trajectory. Site opted to abort case and reschedule for next week with a stereotactic frame instead. Length of extended surgical time was 7 hours. No extra time was used for the medtronic ablation tool, all was due to brainlab navigation issues. This issue was not a medtronic complaint. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).